Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, UDI: the expiration date was unavailable in the initial medwatch report. Therefore, the UDI was incomplete. The UDI number and expiration date has been identified and updated accordingly. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, h4: the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from china that during a meniscal repair procedure, it was discovered that after first firing, two plates from the omnispan meniscal repair 27deg device were deployed at the same time. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that omnispan meniscal repair 27deg had only the needle returned for evaluation. The device had no structural anomalies. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 27deg would not contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, the double deployment failure can be traced to the following: a double deployment failure happens when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger), pulling the red trigger before the first shot will place the second plate to the deploying position and when the gray trigger is pressed, both implants will be deployed at the same time. Another possible root cause can be attributed to the main pusher rod tip bent upwards; it can deploy both implants at the same time; the bent in pusher rod is typical a result of aggressively inserting the needle on the gun's connector. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the deployment lever (dark grey) while maintaining depth positioning to deliver the first implant. There may be a slight pushback on the deployment gun while the implant goes through the tissue, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly.